Event description:
It was reported that customer feels like the o.d. (Outer diameter) of the new trach received is different than before. They were trying to use the shikani speaking valve and it was not fitting like it did before. No patient injury was reported.